Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the patient¿s aortic neck was highly angled. (The precise angle is unknown.) When the physician deployed an aortic extender component (pxa280300j/12449460) to extend the trunk ipsilateral leg component proximally, the device unintentionally covered the left renal artery. A metallic stent was implanted into the left renal artery, and the blood flow was restored. The patient tolerated the procedure.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.